Event description:
Pt had 50mm left side mandibular implanted on the right side in early 2008. Due to residual malocclusion, the implant was removed three months later, and replaced with a 50mm right side offset mandibular.

Manufacturer narrative:
Current info is insufficient to permit a valid conclusion about the cause of this event. If add'l info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a f/u report will be sent.